Event description:
It was reported that during a coronary stenting treatment procedure stent damage occurred. The target lesion was located in the severely tortuous mid right coronary artery (rca). The physician implanted an ion stent in the proximal rca, and advanced the 3.0 x 20mm ion mr stent delivery system (sds) to the mid rca, but was unable to cross the previously placed stent. The sds was removed and it was noted that the stent struts were raised. The procedure was completed with another 3.0 x 20mm ion mr stent. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).